Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that a revision surgery on (B)(6) 2021 to exchange a ps insert post that was found to be broken at the top and floating in joint. Patient had history of patellar subluxation and clicking. Primary surgery took place in 2006. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation, this case reports a revision tka was performed due to a broken post on the ps insert. It was reported per email correspondence that the patient had history of patellar subluxation and clicking, and upon exposure of implants, the top of the ps insert post was found to be broken off and floating in joint; removal of implants was uneventful. It was further reported that the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.